Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 17 events were reported for this quarter. Product return status: 9 devices were received for evaluation; 8 devices were not available to stryker for evaluation. Evaluation status: 9 events were confirmed during testing: - 3 devices were found to be affected by corrosion, - 6 devise were found to be affected by a lubrication problem. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 17 malfunction events in which the device reportedly overheated.; 17 events had no patient involvement; no patient impact.